Event description:
The customer did use sensors but had stopped using them and was not wearing a sensor at the time of death. The customer had epithelioid sarcoma cancer. The onset of the disease was (B)(6)2014. The customer was hospitalized on (B)(6)2014 and passed away in the hospital on (B)(6)2014. The customer stopped taking insulin on (B)(6)2014 and stopped pump therapy 3 days before passing away. She was frustrated with the infusion set tubing because they kept slipping in half, down the middle. Also, the mother stated that the customer got frustrated with the sensors and ended up taking them off as well. The caller agreed to return the device for analysis.

Event description:
It was reported that the customer passed away on (B)(6) 2014. The cause of death was reportedly cancer or complications with her insulin therapy. She was not wearing her insulin pump at time of death. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2015 for additional information. Our original medwatch report was submitted with missing details in section b5. The information has been provided in this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.